Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The device was successfully explanted. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with no output and no telemetry communication. The device was cut open to enable further testing and the battery was found at end-of-service level. Further testing after replacing the battery revealed no indications of high current drain. Electrical and mechanical test results indicated normal device functionality. The device¿s battery was sent to the vendor for destructive analysis and no anomalies were found. No battery defects were identified during the destructive analysis that would account for premature battery depletion. Further hybrid testing performed with an external power source did not identify any functional issues.